Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the inner lumen and catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to broken at the kinked location. The optical fiber was found to be broken within the catheter tubing approximately 68.3cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink in the inner lumen and catheter tubing and the optical fiber was found to be broken. A kink in the inner lumen can cause difficulty aspirating and flushing the inner lumen. The optical fiber break will cause difficulty monitoring the pressure and failure of the sensor. The evaluation confirmed the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate fiber optic sensor message. The customer tried recalibrating and reconnecting the fiber optic sensor cable, but received the same message. The patient's pressures were stable on a separate aline reading. The customer was then unable to read the central lumen due to clotting and not being able to aspirate/flush. Customer then used the radial a line successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(4) medical center. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate fiber optic sensor message. The customer tried recalibrating and reconnecting the fiber optic sensor cable, but received the same message. The patient's pressures were stable on a separate aline reading. The customer was then unable to read the central lumen due to clotting and not being able to aspirate/flush. Customer then used the radial a line successfully. There was no patient harm or adverse event reported.